Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a staff member suffered a needle stick injury from a 23g x 0.75 in. Bd vacutainer® safety-lok¿ blood collection set with luer adapter because he/she had difficulty activating the safety mechanism. It is unknown if medical intervention was provided.

Manufacturer narrative:
Results: a sample is not available for evaluation. The customer did not provide a lot # for this incident, therefore, the manufacturing site reviewed manufacturing records for (B)(4) lot numbers that were manufactured between january to december, 2016. No abnormality which could be related to a malfunction of the safety shield was found. Additionally, the release inspection records of the above 67 lots were reviewed and no abnormality was found on the safety shield breakaway force, sustaining force or security force. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.